Event description:
It was reported that faradrive steerable sheath clear was selected for ablation procedure. It was mentioned that the physician was having an issue with the deflection of the catheter after transseptal puncture. An attempt was made to rotate the knob but no outcome. However, suddenly it started working and mapping was resumed at left atrium. Once the procedure was completed using farapulse pulse field and radio frequency ablation (rf) ablation, the sheath was taken out of the body. When the sheath was out of the body, a clear plastic ripped off material was hanging off in front of the sheath. As per the physician opinion, the plastic piece was from the inner lumen of the sheath. The procedure was completed using same device as the event occurred at the end of the procedure. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The distal tip of the shaft appeared to be irregular but did not find any defects that could have contributed to the allegations associated with this event. Evaluation of the sheath confirmed that the device was able to achieve and maintain deflection. Microscopic imaging did not find any plastic material at the distal tip of the shaft, nor any abnormal material inside the sheath handle. . Therefore, the allegations associated with this event was not confirmed.

Event description:
It was reported that faradrive steerable sheath clear was selected for ablation procedure. It was mentioned that the physician was having an issue with the deflection of the catheter after transseptal puncture. An attempt was made to rotate the knob but no outcome. However, suddenly it started working and mapping was resumed at left atrium. Once the procedure was completed using farapulse pulse field and radio frequency ablation (rf) ablation, the sheath was taken out of the body. When the sheath was out of the body, a clear plastic ripped off material was hanging off in front of the sheath. As per the physician opinion, the plastic piece was from the inner lumen of the sheath. The procedure was completed using same device as the event occurred at the end of the procedure. No patient complication was reported. The device is expected to be return for analysis.